Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 716 mg/dl. Customer experienced dizziness, headaches, felt weak, had low electrolytes and treated their high blood glucose via manual injection. Customer was placed on insulin drip while at the hospital. Customer advised someone stole their insulin pump and they were hospitalized due to high blood glucose levels. Customer received a replacement insulin pump and did not have a tubing clamp available. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.